Event description:
In 2009, the patient reported that this morning his blood glucose elevated to 160 mg/dl. His normal blood glucose range is 95-100 mg/dl. He then found that the infusion tubing was broken in half. He changed the infusion set and bolused 10 units of insulin to lower his blood glucose. The infusion set had been in use since two days prior. He stated that it appeared to be a clean break. He stated that his cat "does chew on things during the night like his hair." The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.